Event description:
Customer reported he experienced high blood glucose of 400 mg/dl since he started insulin pump therapy 21 days ago. Customer stated he has had 2 or 3 sets with bent cannulas. Customer stated that the introducer needle would not come off the infusion set with the serter. Customer reported the serter is damaged. It was found that the customer pushes the serter instead of resting on surface of skin. Customer was educated on proper insertion process. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.